Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus extension set with needleless connector and y-site was damaged. The following information was provided by the initial reporter: today in our bone marrow unit a nurse had set up a pca line with the ref#: mpx9108-c and had the following issue. ¿rn noted that patients IV line was leaking blood and fluids from the IV. She noted that there was a crack in the white male connection of the pca extension tubing. Lines were remade and patient was ethanol locked for infection prevention.¿

Manufacturer narrative:
One sample model mpx9108-c was returned for investigation. The set was examined for defects and abnormalities. There was a crack on the y-site along the white part of the needless connector. No other defects or abnormalities were observed. A leak was confirmed to be coming from the crack. Manufacturing investigation was able to find no potential causes related to this failure mode. Due to this, the potential root cause could not be defined. A device history record review was performed on the possible lots identified from the laser ID on the maxplus. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.